Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced headaches since implant. A blood patch was performed for the csf leak; however, that did not resolve the headaches. Subsequently, the device was explanted and there have been no further reports of complications.